Manufacturer narrative:
Device evaluation summary completed on 9/16/2020. The device was visually inspected, and the hemostatic valve was found dislodged into the hub and a kink in shaft. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and unable to advance the dilator since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001312 number, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause shaft kinked cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. Initially, it was reported when advancing the dilator into the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the dilator encountered resistance from the white valve and can't advance it. It had to be forced through the hub and then it was not able to move smoothly through the sheath. No damage or separation was observed on the hemostatic valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the new sheath does not have a resistance problem. The event was assessed as a not MDR reportable obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on (B)(6) 2020 that the hemostatic valve was dislodged and a kink approximately 17cm from the distal tip. The kink on the shaft was assessed as not MDR reportable. The potential for serious injury was remote. The hemostatic valve dislodgement was assessed as MDR reportable. The awareness date for this lab finding is (B)(6) 2020. Additional information was received on the event on september 10, 2020 stating that the valve was loose in the hub. Per the additional information received, the event has been reassessed as a MDR reportable hemostatic valve separation issue and the awareness date is (B)(6) 2020.